Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the representative(rep) that they were correct and the implanter saw this as normal eos replacement.

Manufacturer narrative:
Continuation of d10: product ID 97754 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the device that charges the stimulator is not working. Patient said it has not worked for over a month and they woke up in bad pain today. Patient tried charging for 12 hours one day and it gave a 2 day span. Patient mentioned they have not done anything strenuous. Agent asked if patient was getting a code and patient said it will not show up on the screen at all. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. When the patient was asked if the cause of having to charge for 12 hours and their recharger not working was determined they stated yes and no. Then stated that their charging unit was not charging either as they had mentioned previously on the phone. So they would stated that they would need to call back for a replacement. They stated are replacing the battery unit by as well. Steps taken to resolve the issue charging for 12 hours was a battery replacement and the patient would call back to speak with someone else who would send them a replacement modular unit (recharger). The issue was not resolved yet. They stated that they were waiting for outpatient surgery to replace the battery and had plans to call tomorrow for a modular unit.

Event description:
Additional information received from the representative(rep) that no, the facility did not return the explanted ipg. It's their understanding that this was considered normal eos due to the age and model. Rep said he will confirm with the cs that covered the case.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section g6 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. Implant wasn't removed, my battery died. I'm having it replaced on (B)(6) 2026. I regret a module charging replacement and was agreet with about my battery. I know about my battery was going to be replaced on (B)(6) 2026. I got a new replacement of recharger

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.